Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced malaise. The parent said they went to hospital the day prior to the report and the cgm egv was 65 mg/dl while the bg was 465 mg/dl. When they arrived at the hospital, the bg was 587 mg/dl while the egv was high. The symptomatic hyperglycemia was treated with IV fluids and humalog insulin. The patient arrived home the day of the call and was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced malaise. The parent said they went to hospital the day prior to the report and the cgm egv was 65 mg/dl while the bg was 465 mg/dl. When they arrived at the hospital, the bg was 587 mg/dl while the egv was high. The symptomatic hyperglycemia was treated with IV fluids and humalog insulin. The patient arrived home the day of the call and was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.